Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 520 - "high" and high ketones, which were identified as dangerous by a healthcare professional. Cause was not known. A manual injection was given and supplies changed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. It was also reported that the pump battery could not be charged. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.